Manufacturer narrative:
(B) (4) (lens ejected quickly). Lens work order search. Results: visual inspection of the returned product found the lens optic torn and scratched. One haptic was torn, with a piece torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B) (4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens ejected out of the cartridge quickly and the posterior capsule was torn. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. No vitrectomy was performed. A different type lens was implanted into the sulcus. The reporter indicated they felt the lens tore the capsule.